Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a universal surgical manipulator (usm) involved with this complaint to perform failure analysis. In the system logs, the 32100 error was found indicating a fault on the axes controller motor (acm) confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where usm fault check was found to be failing on the acm board. Once testing was completed, the acm board was further tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis. The probable root cause of the reported issue can be attributed to an electrical/electronic fault within the acm board on the affected usm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has not received the usm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer reported to technical service engineer (tse) that error 32100 was observed on universal surgical manipulator (usm) arm 2 during set up. The customer performed an epo with; however, the issue persisted. The customer opted to either disable the usm arm or convert to a laparoscopic surgery. The procedure was aborted with no patient involvement.